Manufacturer narrative:
Section d1 / d2 (brand name): originally reported as foly cath 100 slcon 5cc 12fr and should be foly cath 100 slcon 3cc 10fr. Section d4 (model number and catalog number): originally reported as 8887605122 and should be 8887603101, (unique identifier (UDI) #): originally reported as 10884521016651 and should be 10884521016620.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The device was manufactured on 03-feb-2023. One sample was received for evaluation. Upon visual and functional inspection, the reported issue was not confirmed. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.

Event description:
The customer reported that when she inflates the balloon there was a hole in it. Per customer, she always tests prior to insertion. Each time, she tested and didn¿t notice a hole and inserted only to have the balloon slowly deflate and fall out, resulting in a wet mess. There was no harm reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.